Event description:
Reference number (B)(4). Event occurred in spain, it was reported that the patient experienced three infusion set issues with kinked cannulas occurring on multiple dates in august (03 aug 2023, 11 aug 2023, and 17 aug 2023). The problems were noticed within 3 hours of insertion. Although the exact blood glucose reading was unknown, it was within the range of 54-500 mg/dl at the time of the events. Company do not see bent/kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information available.

Manufacturer narrative:
Initial and final MDR (B)(4) device 1 of 3.